Event description:
A bipap a40 device was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at third-party service center, a "ventilator inoperative" code was identified. The technician recommended replacing the device's board to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.